Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damaged. Customer's blood glucose was unknown mg/dl. The customer stated that there is cracked on battery compartment and top right hand corner on pump screen. The customer stated that the damage occurred because of the everyday use. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
The insulin pump had operating currents within specification and passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads, a broken belt clip slot, a stripped battery cap coin slot, and minor scratches on the display window.